Event description:
The patient reported that yesterday the v-go fell off after 3 hours. The patient was wearing the v-go on her abdomen. The patient stated that she was taking off her pantsom and the v-go fell off.